Manufacturer narrative:
Additional information: weight, ethnicity, race-unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -10.50 diopter lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved.

Manufacturer narrative:
Corrected data: h6-device code 1494:off-label use (acd 3.0mm) in previous MDR is not applicable. Claim# (B)(4).